Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the event and provided them to physio-control for review.  Through analysis of those records, physio was able to confirm that the device cycled power unexpectedly during the event. The third party service agent then evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, the third party service agent replaced the device's battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
A third party service agent contacted physio-control to report that the customer's device cycled power by itself while attempting to shock a patient. The patient, a (B)(6) male, had been in conscious ventricular tachycardia (vt).  Medical personnel then observed that the patient progressed to having no output.  Medical personnel then charged their device to 360 joules, however, when the shock button was pressed the device cycled power by itself.  Once the device powered back on, medical personnel observed that there were no monitoring leads available until they re-selected paddles lead ECG.  Shortly thereafter, medical personnel were able to successfully charge and shock the patient four (4) times without any further issues. The outcome of the patient was not reported.  No further details about the patient or the event were provided.